Manufacturer narrative:
It was reported that the head section allegedly fell during a case. The stryker field service technician (sfst) investigated and found that the piston on the head section had failed. The head section was replaced, and the issue was resolved. Upon further investigation once the head section was returned, the unit had normal signs of wear and tear on the rails. The phenolic sections were in good condition with no physical damage. Both the left and right side latches were found to appear in good condition along with no physical damaged. The quality team found that the latch/release mechanism for the piston was bent, as it would wobble when rotated. The quality team then inspected the piston that was attached to the right side latch. Using one hand, is showed easily able to articulate the head section. The damage found by the sfst was confirmed. The root cause of the reported issue is the faulty piston of the head section. There was no injury or adverse event reported.

Event description:
It was reported that a table at the account allegedly experienced a head section fall during a case. There were no injuries or adverse consequences.